Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the cable was dislodged but still intact and there were no signs of thermal damage at site of conductor wire breakage. Isi has received the maryland bipolar forceps instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The root cause of this failure is attributed to a component failure.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the maryland bipolar forceps instrument's diathermy did not work at the point of use. The insulated electrical cable at instrument wrist was found to be broken. A backup instrument of the same type was used and the procedure was completed with no reported injury.

Manufacturer narrative:
The maryland bipolar forceps instrument involved with this complaint has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A review of the log files confirmed that the maryland bipolar forceps (mbf) instrument associated. A review of the instrument log for the maryland bipolar forceps instrument (pn#: 471172-16 lot#: k10211012-0085) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system sl0437 for approximately 9 mins. The alleged event occurred on the 11th use of the instrument with 3 uses remaining. Event verification of the logs confirmed that a xacrocolpopexy with hysterectomy surgical procedure on (B)(6) 2022 using system sl0437. No image or video clip for the reported event was submitted for review. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the maryland bipolar forceps instrument cautery didn't work and a broken conductor wire at the distal end was identified during a procedure; however, it is unknown if it¿s a partial or full cable breakage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.